Event description:
It was reported that revision surgery was performed due to malpositioning of the acetabular cup and elevated cobalt and chromium levels.

Event description:
It was reported that revision surgery was performed.